Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery "not charging fully." Additionally, it was reported that the pump's alarm volume and vibration were too low. Customer reverted to an alternate method of insulin delivery. Customer declined follow up from tandem technical support. There was no reported adverse impact.